Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 28 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found the stent moved distally on the balloon, with the distal stent covering the distal markerband. Stent damage was noted along the entire length of the stent, with the stent moved on the balloon, stent struts stretched and bunched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-nov-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 28mmx3.50mm, concentric, de novo target lesion was located in the moderately tortuous right coronary artery. After the lesion was crossed with a non-bsc wire and pre-dilated with a non-bsc balloon catheter, a 28 x 4.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another 3.50x28 promus elite stent with the help of guidezilla. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and stent shifted/moved.